Event description:
During evaluation of a homechoice device, a baxter technician identified a potential overfill situation. During drain 3 of therapy in late 2007, the patient had an ultrafiltration (uf) of 978ml, indicating that the patient drained 978ml more than the fill volume of 2500. The home patient's nurse stated that the patient was not having any drain problems or symptoms of overfill in the same month. The nurse was unable to provide further information regarding this event despite requests from baxter. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
Evaluation summary: this instance of increased ipv (intraperitoneal volume) was identified during the evaluation in the device logs. Based on a review of all available log data combined with available decision tree information, it was determined that the most probable cause of this instance of increased ipv is insufficient drain when multiple cycles advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area for refurbishment.